Event description:
The manufacturer received information that a trilogy 100 ventilator device was returned to a third party service center for service. There is no allegation of serious or permanent harm or injury. During the evaluation, the service technician observed error codes e193 r ventilator service required (err_perm_fail_int_li_ion) and error code e210 cell undervoltage (err_tda_cell_under_voltage_int_battery_log _only). The internal battery pack was replaced to address the issues. Additionally, the rubber feet were missing, the keypad was damaged, the exhalation port blockpas was cracked, and the label was unacceptable. The device was retested and passed all testing.

Manufacturer narrative:
The reported failures of err_perm_fail_int_li_ion and err_tda_cell_under_voltage_int_battery_log _only are accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failures in question have led to an unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.